Manufacturer narrative:
The customer canceled the service call.

Event description:
The customer reported that the image was gray with lines in it. After rebooting, system working as intended with no issues. This resulted in an intermittent, recoverable loss of image functionality. There is no report of injury or death associated with this event.